Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the devices were new and received in local dc to replace another device in the orthokit. The local team usually test the device before add it to orthokit and it was when they realized that they don't work well this report is for one (1) scrdriver-hex l200 f/screw f/cervic-dist. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: product code #: 396.967, synthes lot #: ab120951, released to warehouse: 30jul2021, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes and a visual inspection and functional evaluation were performed as part of the investigation. Visual analysis of the returned device found that the tip of the wire that creates the self-retaining feature of the screwdriver is deflected downward into the recess for the distraction screw. A functional test performed by the supplier confirmed that a screw could not be inserted due to the tip of the wire blocking the recess. The observed condition is consistent with forceable insertion of the screw by the user into the screwdriver hitting the end of the wire and bending the tip. A dimensional inspection could not be performed due to the post manufacturing damage to the device. The following drawings reflecting the current and manufactured revisions were reviewed: screwdriver and distraction screw caspar. A review of the dimensions and tolerances indicate that the design should work as intended but forceable insertion may lead to the end of the screw impacting the end of the retention wire and causing the reported condition. As a result of the drawing review and the observed condition, the design was determined not to be the root cause but may be a contributing factor to the reported condition. The overall complaint was confirmed as the observed condition of the screwdriver is consistent with the reported condition. The investigation was not able to definitively conclude that a design or manufacturing issue has caused the complaint but did indicate that the design may be a contributing factor and pie has been initiated to further investigate and determine any further actions. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.